Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following: few years post-implantation notes mentioned patient had previously undergone revision for trunnionosis, no date or additional records to support this finding. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00620005222 shell porous with cluster holes 52 mm o.d. 61706787, 00801803203 femoral head sterile product 12/14 taper 61829209, 00630505032 liner standard 32 mm i.d. 61791848. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00063.

Event description:
It has been reported patient underwent a revision procedure due to pain and trunionosis. Attempts were made to obtain additional information; however, none was available.